Event description:
It was reported that the patient sought medical attention on (B)(6) 2026, due to symptoms of infection and significantly elevated blood glucose (bg) levels after having applied the pod on the arm earlier the same day. The type of infection was not specified. Bg levels were reported to be over 600 mg/dl, accompanied by severe leg pain, shakiness, and fever. It was further reported that the omnipod application displayed several alarms, including a critical error that read "unable to deliver, wait up to 3 hours¿. The patient was admitted to the hospital and diagnosed with hyperglycemia. Treatment included insulin administration, intravenous fluids, and antibiotics for the infection, with blood and urine testing conducted. The patient was discharged later that same day. There was no further information provided regarding the infection or whether it was related to the elevated bg levels or the pod infusion site. The pod is unavailable for return as it was discarded at the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.7. Hardware: iphone11.8. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.